Manufacturer narrative:
Covidien reference # : (B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device tips were not releasing during a case. There was no patient injury. The site contact was not able to provide additional details regarding the device or incident.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation. Visual inspection found no defects. The customer reported that tissue stuck on graspers without release. The reported condition was not confirmed. Inspection found the jaws clean with no residual tissue. The handle was latched and unlatched without difficulty and the knife advanced smoothly in the track. The investigation found the device to function normally and within specifications. No failure mode was identified.